Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. Battery contacts are compressed. Ring cover is broken. The ring is missing. One printed circuit board flex is creased.

Event description:
It was reported that the external pulse generator displayed an internal error code indicating that it was due for service. The generator was returned for service. No patient complications were reported as a result of this event.